Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that the insulation on the shaft of bowel grasper instrument was peeling off. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.